Manufacturer narrative:
The insulin pump was intermittent button response due to moisture damage on the keypad traces. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer stated that the lower left and lower right of the display has a crack. The customer stated that the reservoir window has a crack.